Event description:
The reporter stated that the device gave connect electrodes messages when external pacing was attempted. The combination electrodes were replaced and device was turnned off and back on and the connect electrodes messages continued to be displayed. The patient's outcome and details were not reported to mpc.